Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber did not note any glass cap devitrification nor signs of charred debris adhesion on the surface. Visual analysis identified a fiber body break between the input connector and the control knob. The fiber was functionally tested by connecting the device to the helium-neon (hene) laser. It was noted that most of the output escaped from the facture location. The reported allegation of the fiber not working appropriately was confirmed. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break. According to the device instructions for use (IFU): caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber did not work appropriately. Upon return of the fiber, a body break was noted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.